Manufacturer narrative:
G2) foreign country: japan h6: multiple annex a codes were coded for this event. A0908 was coded for the inaccuracy. A05 was coded for the parts becoming loose. H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the navigation system was being used with the link imaging during a case. The screw was noted to had deviated due to inaccuracy. The use of the navigation and link were stopped and the case was completed with another navigation system. There was a patient involved, the issue caused a delay of 1 hour. It was noted that the inaccuracy was with all instruments and the inaccuracy was 15mm. The patient was under anesthesia and an incision was made when the issue occurred. Additional information was received, it was reported that there was no impact on the patient's outcome. Additional information was received. The software was not believed to be the cause of this case. In the orbic, which was previously used as a combination at facilities, the orbic was photographed by focusing on the cervical vertebrae in cervical vertebra cases. Although it was assumed that corevision, which was scheduled to be used in combination with navigation system, could be imaged in the same way as the orbic, corevision was shot in a spiral manner to the cervical spine, so when corevision was in operation, it hit various places. As such, it was possible that various parts became loose due to the impulsive impact. There were no images showing the entry point of the screw when inserting the screw, but the physician decided to insert the screw using the virtual tip function of the navigation. It was believed that this incident occurred at medical institutions due to insufficient explanation of device usage by the person in charge at the company that sold corevision. Additional information was received. In this case, the corevision device hit something around it during operation, causing a loose connection with the medtronic attachment. Information that the accuracy failure occurred was obtained. However, according to fujifilm's verification, it was confirmed that the connection between the corevision handle and the medtronic attachment was not proper, and there was a gap when they were connected.

Event description:
Additional information was received. There was only one instrument involved in the event. Additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.